Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9037792. Medical device expiration date: 2020-05-31. Device manufacture date: 2019-02-05. Medical device lot #: 9065792. Medical device expiration date: 2020-06-30. Device manufacture date: 2019-03-06. Medical device lot #: 9126979. Medical device expiration date: 2020-08-31. Device manufacture date: 2019-05-06." A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was discovered in tubes prior to use, also there was a molding defects with a bd vacutainer® k2 edta (k2e) plus blood collection tubes. There were 5 occurrences of molding defect with lot# 9126979. The following information was provided by the initial reporter, translated from (B)(6) to english: foreign matter and deformed shield.

Event description:
It was reported that foreign matter was discovered in tubes prior to use, also there was a molding defects with a bd vacutainer® k2 edta (k2e) plus blood collection tubes. There were 5 occurrences of molding defect with lot# 9126979. The following information was provided by the initial reporter, translated from japanese to english: foreign matter and deformed shield.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for fm-hair, fm-unknown,embedded fm on tube and shield with the incident lot was observed. Additionally, evaluation of the customer samples was performed and fm-hair, fm-unknown,embedded fm on tube and shield was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to embedded fm on tube and shield issue through CAPA#90580 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.